Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results and conclusions: (90 degree angulated neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 3.0 cm iliac aneurysm. Vessel morphology was reported as mild tortuosity; mild proximal neck calcification; mild neck thrombus; moderate bilateral iliac calcification; aortic neck diameter of 22 - 23 mm over a 2.5 cm length; and a 90 degree aortic neck angulation. After implantation, there was a proximal type I endoleak. An internal review of films confirms a likely type I endoleak with a much angulated neck. No clinical sequelae were reported and the patient will be monitored.